Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s screen was cracked during snowboarding, after which a replacement was arranged and delivered with instructions for shutdown, data sync to the mobile app, and return of the original device. Symptoms included elevated blood glucose reported while the patient was without the ilet. Outcomes included interruption of insulin pump therapy until the replacement was received, with continued cgm use via the dexcom app or receiver. Investigation included customer service troubleshooting and coordination of replacement logistics. Investigation of this case revealed physical damage to the display consistent with accidental impact, with no indication of device alarms or malfunction beyond the cracked screen. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.